Event description:
After undergoing abdominal aortic aneurysmectomy, at another facility, the pt developed a huge incisional hernia. The pt was then brought to this ctr (11/20/96) and an incisional herniorrhaphy was carried out. During the procedure, due to size of pt and filling defect it was necessary to use graft material. After surgery pt continued having drainage from the wound and with hydrotherapy plus antibiotic therapy it was improved a great deal, for a while, but recently it was draining again so it was decided to remove patch and fascia transfer. Operative finding: there were two (2) draining sinuses in incision noted. The patch, some portions were well accepted however, one area was constantly draining.